Event description:
Consumer reported complaint for error messages (unknown) and "inconsistent" blood glucose test results. Granddaughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller stated that on (B)(6) 2025, they had attempted to use the true metrix meter and that it "was not working". Caller stated that customer had slurred speech and was lethargic, so ems had been called. Caller also stated the customer had fallen. When the ambulance arrived, the customer's blood glucose test result had been 73 mg/dl (unknown if fasting or non-fasting). The diagnosis was low blood glucose; customer was taken to the hospital where she spent 2 days and was then discharged to a nursing home. Customer was still in the nursing home at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/20/2026; open vial date and product storage were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer's granddaughter who stated they have not yet used the replacement products as the customer is currently still in rehab due to the incident reported during the initial call. Customer is scheduled to be discharged from rehab next month.

Manufacturer narrative:
Sections with additional information as of 09-sep-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned an empty vial of test strips (lot zc5980s) and the incorrect test strips (zd6005s). Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.